Event description:
Pt had a laparoscopic cholecystectomy on 6/30/94. He underwent repeat surgery on 7/7/94 due to a significant decline in his physical condition. The surgeon found that two clips placed on the bile duct during the 1st procedure were missing. The pt died on 7/8/94 of heart failure related to septic shock.